Manufacturer narrative:
Other, other text: additional information: a3, h10: information was received on 6/23/2020 indicating that the sex of the patient (male).

Event description:
Information was received indicating that during use, a smiths medical cadd solis vip pump exhibited excessive alert of air in line but the air in line could not be seen by the user. No patient consequences were reported. No adverse effects were reported.